Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that they received a critical pump error 35 alarm. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 4.9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a critical error an open book error also; pump error 35 was found in the formatted history file due to force sensor zero offset out of specification. The insulin pump had minor scratched lcd window and case.